Event description:
The patient reported a split in the tubing set causing fluid to leak. The patient was administered antibiotics prophylactically. The patient did not experience any adverse effects. Sample available for eval.

Manufacturer narrative:
The plant investigation is currently on-going. A supplemental report will be submitted when complete.